Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. Findings show evidence of a damaged component on the cpu. The pcba was replaced. This device is designed meet flammability standard ul 94 v-0/1.5 and v-2 or better requirements. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 the bedside monitor lost power during patient use, with concurrent visible smoke and smell. No injury was reported as a result of this event.